Event description:
Related manufacturer report number: 2017865-2022-38741. It was reported that the patient presented to the hospital after the implantable cardioverter defibrillator delivered 151 inappropriate shocks. A device interrogation found 203 instances of high voltage charges and the device was found in backup operation due to low battery voltage. Upon further evaluation, the right ventricular lead had dislodged and dropped to the atrium. Additionally, the patient was in atrial fibrillation (af). It was determined that the af episodes were in the programmed ventricular fibrillation zone, which resulted in appropriate shocks. The device and ventricular lead were subsequently explanted and replaced. The patient was recovering.

Manufacturer narrative:
The reported events were lead dislodgement and inappropriate shock therapy. As received, a complete lead was returned in one piece with the helix found extended and clogged with dried tissue. The measured full helix extension length was within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.